Event description:
As reported, approximately two years post initial right tsa, the 78 y/o male patient¿s implants were revised due to humeral liner dissociation. Patient¿s glenosphere, liner, adapter tray, screw kit and locking screw were revised. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation due to the devices were disposed by the hospital.

Manufacturer narrative:
Section d10: concomitant devices. Equinoxe reverse 38mm glenosphere (cat# 320-01-38 / serial# (B)(6)). Eq rev locking screw (cat# 320-15-05 / serial# (B)(6)). Eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: h6 clinical coding. The following sections were updated: h6 investigation, findings, and conclusions result of investigation: the revision reported was likely the result of humeral liner disassociation. The reported humeral liner disassociation may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, or any combination of these possibilities. However this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.